Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 546 mg/dl and symptoms of diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. Found motor error and no delivery alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.